Manufacturer narrative:
The rf foot switch was returned for evaluation. The foot guard was in overall good physical condition. Strain relief guard over cord was in good physical shape. No damage to cord's insulation jacket. Pedal presses down evenly with normal clicking sound. Connector to maestro is in good physical shape and pins straight and grounding shield intact. The foot switch was placed on the floor and activated. The switch turned on off with no issues. The cord was pulled and flexed along the length and near the connector and pedal's strain reliefs. No issues observed. There were no electrical or mechanical failures were found with this foot switch. There were no electrical or mechanical failures were found with this foot switch. The maestro controller's firmware code was examined. It was discovered that there is a brief window in which the ablation termination command from the foot switch can go undetected. Resulting in the maestro 4000 staying on and continue to ablate. This does not exist in the maestro 3000 firmware codebase. The exact conditions when the termination command goes undetected in the field cannot be determined. It appears the fault condition could be caused by a design in the firmware coding. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that foot switch failed to halt ablation. It was reported that during ablation with an maestro 4000 system the footswitch "blocks" and failed to halt ablation. No patient complications were reported.

Event description:
It was reported that foot switch failed to halt ablation. It was reported that during ablation with an maestro 4000 system the footswitch "blocks" and failed to halt ablation. No patient complications were reported.